Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.